Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 23. Details of surgery: immediate extraction site. On (B)(6) 2026, non-osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: inflammation. No further patient complications were reported.